Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought that the device was not bi-ventricular pacing. It was indicated that the device sees the ventricular sensed event and inhibits pacing due to the competitive atrial lead undersensing issue. It was felt that resolution of the atrial lead issue would eliminate the event pattern and and the pacing loss. The atrial lead dislodgement was fixed. The device remain in use. It was also noted that the left ventricular lead had been turned off due to a recent dislodgement. The physician decided not to go back in and fix the left ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.